Event description:
Technologist had positioned patient underneath the overhead tube crane (otc). While preparing the patient for exposure, the technologist experienced a problem with the monitor touch screen and decided to power down the system. Upon powering the system back up, the overhead tube crane descended and made contact with the patient. The patient was not injured as a result of the contact.

Manufacturer narrative:
The field engineer evaluated the equipment at the customer site. Based upon the evaluation, it was identified that the counterbalance required adjustment, and after the adjustment was completed, the equipment was operating to specification. Further analysis of this issue is on-going and a f/u report will be submitted.